Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in pacing inhibition with associated syncope. The pocket was opened, and troubleshooting demonstrated reproducible noise when the header was manipulated. The physician elected to explant the device, and will return it to guidant for analysis. A similar guidant crt-d was implanted without reported complication.